Event description:
In 2009, the lay pt contacted lifescan (lfs) alleging that her one touch ultra link meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation because the medical surveillance specialist (mss) was unable to contact the pt by phone. The pt claimed that she obtained readings of 430 and 161 mg/dl on the reported product within 10 mins of each other in 2009. Based on the statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. She was unable/unwilling to answer whether she took any action regarding her diabetes mgmt as a result of the product issue. The pt said she was shaky, convulsing, and sweating after the product issue occurred. She answered that she was not sure of the time difference between the product issue and her onset of symptoms. The pt claimed to receive self-treatment on the same day; however, she was unable/unwilling to answer what specific treatment she took or received. The cca documented that the pt cleaned the puncture site incorrectly, which can contribute to inaccurate readings. A control solution test could not be performed because the pt did not have control solution. The pt's products were replaced. This complaint is reported because the pt alleges that she experienced symptoms suggestive of hypoglycemia after she received inaccurately erratic readings on the lfs product.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform the FDA of the results in a supplemental report.